Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received a motor error alarm on the insulin pump during a bolus delivery attempt. The customer's blood glucose was 197 mg/dl. During troubleshooting, the customer stated the insulin pump was not exposed to a strong magnetic field. The customer uses the sensor feature on the insulin pump. He was advised that a false motor error alarm could be caused by viewing the sensor glucose graph while the insulin pump delivers a bolus. The customer stated he was unable to rewind the insulin pump and was advised to discontinue use and revert to a back-up plan. Nothing further was reported.